Event description:
In an article titled "vertebroplasty and kyphoplasty under local anesthesia: review of 91 pts", the following was reported: three pmma cement leakages to the intradiscal space and they were asymptomatic. No additional information was reported.

Manufacturer narrative:
Report source: article titled "vertebroplasty and kyphoplasty under local anesthesia: review of 91 patients", by sedat cagli, hasan serdar isik, mehmet zileli. Method - device not returned; follow-up performed. Reference: 2953769-2010-00574.